Manufacturer narrative:
The up arrow button did not respond due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer received a notice about a voluntary recall regarding the scroll wrap feature. The recall relates to accidental button pushing on customer's insulin pump. During the call, customer mentioned that the up arrow on her insulin pump is not working. Customer's blood glucose is 156 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).